Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that the patient's ipg was explanted and replaced with no complications.

Event description:
It was reported that the patient's ipg became inoperable and unable to communicate with external devices. It was noted that the patient had an MRI and believes ipg was set to MRI mode. Troubleshooting was unable to resolve the issue. As a result, the patient may undergo surgical intervention to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The report that the ¿ipg was not pairing¿ with patient remote or with cp was not confirmed. Analysis of the returned ipg found no physical anomalies, it communicated with all lab utilities, including successfully pairing to the lab clinician programmer, and passed all portions of ate testing.